Manufacturer narrative:
Vilex was not contacted by the customer and no product was returned for evaluation. No pt info or physician info made available in medwatch report provided by FDA. There is no info to assess device or user performance. Wire breakage is a known procedural risk. (B)(4). No other reports of breakage were received from that lot during that time period. Without further info, no further investigation is possible.

Event description:
Vilex received copy of maude event report (B)(6) 2011. Voluntary report no. (B)(4) dated (B)(4) 2011. Facility reported: while placing hemi-toe implant into right 1st metatarsal proximal phalax, k: 00-11s k-wire end (tip) broke off into bone. Vilex was not contacted by facility or doctor and no product was returned to vilex for evaluation.